Event description:
It was reported that the device would intermittently power itself on and off. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported intermittent power failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure was not determined.